Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for patient's call was to report they were in severe pain and suffered from depression because of the pain. Patient stated they'd lost their spinal cord stimulation (scs) recharger and programmer; assumed they accidentally left their external equipment behind, but no one there has found/returned them. Agent asked for the event date of when the pain symptoms returned and patient stated "years." Patient reported historical information; they were pain free for years after their implanting hcp first put their ins in, but when "things" (agent understood the scs/therapy) stopped working as well for them, their hcp implanted a pain infusion pump. Pt wondered if they could acquire replacement external devices today while they were in the area. Agent reviewed the replacement process. Agent explained, because the patient had not recharged the ins for an extended period, the ins may be over-discharged which required a rep's assistance to restart, re charge, and assess their scs implant. Agent reviewed that an email would be sent to the rep to begin the transition process. Due to the current age of the patient's ins and possibility of over-discharge, agent notified reps that patient may be at eos (undeterminable at the time of the call) and asked them to contact the patient to discuss further. Agent provided patient with [in-home medical equipment company's] phone number verbally and sent email with guidelines to replace the programmer if deemed necessary. Patient stated they live out in the 'middle of nowhere,' but they would be back in the rep's territory on the (B)(6) and (B)(6) and will be meeting with their hcp again (B)(6). Rep replied to e-mail that they spoke with the patient and plan to help pt replace their device. Rep reports that due to the age of the patient's implant they instructed the patient to reach out to their hcp to make an appointment to discuss replacement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.